Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated by technician, the chip mark was on the device where the paint was damaged and the bare metal was visible. It looked like the section bumped against another arm and it removed some of the paint. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the keypad membrane was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. Root cause analysis was performed by subject matter expert at the manufacturer. As they stated, the involved zone was probably exposed to collisions and the edges damaged corresponds to a retention zone. These facts indicate that cleaning agent residues passed through the painted surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion maquet sas recommends respecting the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: prolonged exposure to detergents and disinfectants solutions, high concentrations and prohibited products. The keypad peeling off is a normal wear at this location. In the chapter daily inspections before use the user manual mentions to check that the keypad is in good condition. As soon as a default is noticed on the keypad membrane, its replacement must be performed. The film protection is available as spare part. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site telephone: (B)(6). The unique identifier (UDI)# information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 500. As it was stated by technician, the chip mark was on the device where the paint was damaged and the bare metal was visible. It looked like the section bumped against another arm and it removed some of the paint. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork and the keypad membrane was damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination in case of reoccurrence.